Event description:
During induction testing one-day post implant, the programmed therapies did not convert the pt and they externally rescued. The real-time electrograms showed successful induction and therapy delivery along with the deflection associated with external rescue. During the second attempt, the device did not detect the fibrillation and the pt was again externally rescued. The real-time running electrogram revealed noise during induction. The decision was made to explant the entire device system.